Manufacturer narrative:
It was reported that the tip of the sl-plus/sbg/ipa mia offset adapter 40mm which connects onto the broach handle plate broke off while impacting. Item broke outside of the patient. No injuries or surgical delays reported. Procedure was completed with an s+n backup device. The complaint device, used in treatment, was returned for investigation. The reported failure mode could be confirmed upon visual inspection. Additionally, the instrument showed signs of use. The complaint history review was performed, no further complaints with devices of the same batch were found. The production documentation review did not find any deviations from the standard manufacturing procedure which could have contributed to the issue. Based on the conducted investigation, there are no indications that the complaint part did not meet the specifications at the time of manufacturing and the root cause could not be determined conclusively. No further actions are deemed necessary. Smith+nephew will continue to monitor for similar issues. The device will be discarded.

Event description:
It was reported tat the tip of the sl-plus/sbg/ipa mia offset adapter 40mm that connects onto broach handle plate broke off while impacting. Item broke outside the patient. No injuries or surgical delays reported. Procedure was finished with an s+n backup device.